Manufacturer narrative:
Additional information was found from a computed tomography (CT) and confirmed type 3b endoleak and type 3a device separation.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Patient initially implanted with a bifurcated stent and a suprarenal aortic extension on (B)(6) 2012. A routine follow up with computed tomography (CT) scan done on (B)(6) 2015 identified sac growth and a type 3a endoleak the physician elected to monitor the patient. On (B)(6) 2016, the physician attempted a secondary procedure and was unsuccessful due to calcium buildup in the iliac artery. An additional procedure is planned but not yet scheduled. The patient is in stable condition.